Manufacturer narrative:
The customer reported that the unit was unable to fully acquire 12-lead ECG. There was no impact to the involved pt. Philips evaluated the device and confirmed the failure. The leads ECG connector was replaced which resolved the reported issue.

Event description:
The customer reported that the unit was unable to fully acquire 12-lead ECG. There was no impact to the involved pt.